Manufacturer narrative:
Section h9: fa-q118-mcs-1 and fa-q217-mcs-2. Manufacturer's investigation conclusion: the reported inflow and outflow obstructions could not be confirmed as no product was investigated under this complaint and no computer tomography (CT) images were available for review. Furthermore, the report of low flow alarms could not be confirmed as no log files were available for review. Although a specific cause for these alarms could not be conclusively determined through this evaluation; the information provided stated that all alarms resolved following surgery in all reported cases. The research abstract titled ¿inflow or outflow obstruction requiring surgical corrections late after heartmate 3 left ventricular assist device insertion¿, was received. The study sought to report the instances of outflow or inflow obstruction at a single center, which required surgical intervention. A total of 166 patients who were implanted with an hm3 lvad via median sternotomy, at a single center between (B)(6) 2014 and (B)(6) 2019, were included in this study. Seven cases of outflow or inflow obstruction were identified. Three cases were inflow occlusion, 2 were outflow graft twists, 1 was an outflow graft compression by thrombus, and 1 was a bend relief disconnect. Surgical intervention used to correct these issues included device repositioning, outflow graft revision, and bend relief reconnection. The duration from device implantation to reintervention was 162-804 days. Low flow alarms were the most common presenting sign and CT angiograms were able to identify a problem in 6 out of 7 cases. The patients¿ clinical symptoms and alarms resolved after surgery in all cases and all patients remained alive on support. The study concluded that inflow and outflow obstruction is a significant complication of device therapy. CT angiograms are useful in diagnosing these issues and should be performed for all patients who have persistent low flow alarms. Additionally, the study concluded that prompt diagnosis and surgical correction results in good outcomes for the patients. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section further explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section then instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5, under "securing the pump and connections", cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate as the data were collected between november 2014 and july 2019. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Y kaku, et al. Journal of heart and lung transplantation, volume: 39, issue: 4, pages: s401. Doi: 10.1016/j.healun.2020.01.144 cardiac surgery, columbia university, new york, ny. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿inflow or outflow obstruction requiring surgical corrections late after heartmate 3 left ventricular assist device insertion¿ identifying that the heartmate 3 (hm3) is related with outflow or inflow obstruction requiring surgical intervention after the implant. A total of 166 patients implanted with hm3 between november 2014 and july 2019 were retrospectively evaluated. Seven cases (4.2%) of inflow or outflow obstruction were identified, where 3 cases were inflow occlusion, 2 outflow graft twists, 1 outflow graft compression by thrombus, and 1 bend relief disconnect. The duration from device implantation to reintervention was 162 days to 804 days. Of note, both patients who developed outflow graft twist, had the initial implant prior to introduction of the outflow graft clip. The most common device sign was low flow alarm. CT angiogram identified a problem in 6 out of 7 cases. Clinical symptoms and/or alarms resolved after surgery in all cases and all patients remained alive on support with median follow-up of 528 days. The conclusion was that hm3 inflow or outflow obstruction is a rare but significant complication of device therapy. CT angiogram is a useful diagnostic modality that should be considered in all patients with persistent low flow alarms. Prompt diagnosis and surgical correction results in good outcomes. Device was implanted at time of event.